Event description:
Correction of manufacture name and address.

Event description:
During index procedure the patient had two assurant cobalt peripheral stents implanted to the left external iliac and one assurant cobalt peripheral stents implanted to the right external iliac. Approximately 2 years and 5 months post index procedure, the patient was rehospitalized due to left leg claudication. The patient underwent diagnostic testing and medical therapy including vascular intervention. The patient is continued with treatment. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Results: vessel requiring additional intervention - peripheral vascular surgery.